Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional device noted: catalog # 6260-9-036; lot # ew82pp, description: v40 cocr lfit head 36mm/-5. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Total hip revision, patient had a wash out for an acute infection. The original surgery was on (B)(6) 2016. The liner and head were replaced after a copious wash out.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Total hip revision, patient had a wash out for an acute infection. The original surgery was on (B)(6) 2016. The liner and head were replaced after a copious wash out.